Event description:
It was reported that during a percutaneous transluminal angioplasty procedure the stent separated from the balloon. The target lesion was located in the right inferior popliteal. The lesion was not predilated. The physician attempted to introduce the express vascular ld delivery system, the stent came off of the balloon, and the device was removed. The physician used another of the same device to successfully complete the procedure. There were no patient complications and the patient was reported to be stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
A visual and tactile examination revealed no damage to the shaft of the device. The stent had moved distally on the balloon and was partly covering the distal markerband. There was a longitudinal tear in the balloon running 5mm proximally from the proximal end of the stent. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.